Event description:
It was reported that, "36f liner implanted as well as stem and biolox head. During rom, doctor said something felt 'weird.' He dislocated and looked inside liner. Dr said liner was 'all scratched up and was a weird undulating surface.' During range of motion he could 'feel the motion was tight.' We had another 36f liner available so he explanted this liner and implanted another one."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.